Event description:
A customer reported that the cutter started cutting and then stopped during the surgery. The surgery was completed after replacing the cassette pak. There was no patient harm. Intervention was not required.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector, in a bag. The returned sample was visually inspected and found to be non-conforming with the probe shell disconnected from the rest of the probe assembly, confirming the received condition, and the inner cutter partially in the port. Adhesive was observed to be present on the shell and engine. The sample was then functionally tested for actuation and cut and was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore a cutting failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The evaluation indicated that the shell was disconnected from the rest of the probe. The probe was functionally conforming; therefore, the disconnected shell is unrelated to the reported event. How and when the shell disconnected cannot be determined and a root cause cannot be identified. A possible root cause is handling at any point after the probe was shipped from the manufacturing site. No action was taken as the returned probe was functionally conforming and the exact cause of the shell detachment could not be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).